Event description:
A customer contacted baxter's technical service center to report a system error 2240/2367 in dwell 2 of 4. The technical service representative (tsr) explained the alarms and had the hp cycle power two times to clear them. The tsr then explained that the hp would need to start over with new supplies. The hp stated that he would rather end therapy for the night. The tsr advised the hp to call the registered nurse (rn) within the next 24 hours to let her know what happened and of any missed therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).